Event description:
Pt was s/p surgical procedure in 2002, endometrial ablation with novasure ablation device. The next day admitted to hospital with endometritis. Treated with antibiotics. Developed acute respiratory distress. Blood cultures positive e. Coli. Transfered to ICU, intubated. Taken to surgery 4 days later. Exploratory laparotomy, abdominal hysterectomy performed. Pt recovered. Discharged from hospital 5 days later.